Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector was cracked. The following information was provided by the initial reporter: tubing was cracked when maxzero was removed.

Manufacturer narrative:
Investigation summary; a complaint of tubing cracking when maxzero was removed was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. Cracks on the female luer could be seen. Set was attached to a syringe and leakage at the female luer was confirmed. A device history record review could not be performed on model mz5302 because the lot number is unknown. The manufacturing plant was notified of this defect. This defect was determined to be an issue at the supplier of the female luer. The supplier was notified of this defect. H3 other text : see h10.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector was cracked. The following information was provided by the initial reporter: tubing was cracked when maxzero was removed.